Manufacturer narrative:
(B) (4). The analysis is pending.

Event description:
Reportedly, a lead re-intervention was performed on (B) (6) 2010 on the pacemaker involved in this MDR because there was suspicion of a lead malfunction. During the follow up on (B) (6), the ventricular lead impedance curve showed unstable impedance (up to 3 ohm). However, during the follow up, normal measurement was obtained (approx 550 ohm).